Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from to an adult (>=18y & <65y) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013, essure (fallopian tube occlusion insert) was placed. The consumer was (B)(6) at time of placement procedure. She experienced allergic reaction in eyes, pain during ovulation, pain in legs and hands, pain in head, pain in wrists, arthralgia, depressive feelings, loss of libido, tiredness, restless feelings, insomnia, mood swings, memory loss, concentration problems, feeling the implant, and burn out. The time till start of complaints was reported as 6 months. She referred she had work-related problems, problems with daily tasks and family problems but did not specify one of the events. The consumer visited a psychiatrist and psychologist; she had photo's taken as tests. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and felt the implant( seen as medical device discomfort). This event is serious due to reported disability (event led to work-related problems, problems with daily tasks and family problems) and listed in the reference safety information for essure. A medical device discomfort may occur during essure use. Considering event's nature, causality between the reported event and essure use cannot be excluded. Since this event led to work-related problems, problems with daily tasks and family problems, seen as disability, and no further information was provided, this case was regarded as incident. Other non-serious events were informed. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow up 09-sep-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: medical device discomfort. The analysis in the global safety database revealed 12 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and felt the implant( seen as medical device discomfort) this event is serious due to reported disability (event led to work-related problems, problems with daily tasks and family problems) and listed in the reference safety information for essure. A medical device discomfort may occur during essure use. Considering event's nature, causality between the reported event and essure use cannot be excluded. Since this event led to work-related problems, problems with daily tasks and family problems, seen as disability, and no further information was provided, this case was regarded as incident. Other non-serious events were informed. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.